Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Patient anatomy: tortuosity was observed in the iliac artery. The lesion in the middle sfa was calcified, but it was as slight as not to impact on the procedure. Approach was gained from the fa by contralateral approach. A 0.018 inch wire guide was advanced past the lesion in the middle sfa, then balloon pre-dilation was performed. After that, the delivery system of the ptx was inserted over the wire guide though, it could not advance to the target site due to tortuosity of the iliac artery. The wire guide was changed with 0.035 inch and the delivery system was advanced to the target site. When the physician rotated the thumbwheel to deploy the stent, the retraction sheath was not withdrawn at all. Therefore, he dismantled the handle in order to deploy the stent by pulling the retraction sheath by hand. However, because thread (wire?) Was broken, he decided not to use the device anymore and removed it from the patient. Though it was considered that he would place another ptx stent of the same size, the procedure was completed without stent placement after performing balloon dilation with a scoring balloon because the balloon dilation was effective enough.

Manufacturer narrative:
PMA/510(k) #p100022/s014. (B)(4). Exemption number: e2016031. (B)(4). The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions.

Event description:
Patient anatomy: tortuosity was observed in the iliac artery. The lesion in the middle sfa was calcified, but it was as slight as not to impact on the procedure. Approach was gained from the fa by contralateral approach. A 0.018inch wire guide was advanced past the lesion in the middle sfa, then balloon pre-dilation was performed. After that, the delivery system of the ptx was inserted over the wire guide though, it could not advance to the target site due to tortuosity of the iliac artery. The wire guide was changed with 0.035inch and the delivery system was advanced to the target site. When the physician rotated the thumbwheel to deploy the stent, the retraction sheath was not withdrawn at all. Therefore, he dismantled the handle in order to deploy the stent by pulling the retraction sheath by hand. However, because thread (wire?) Was broken, he decided not to use the device anymore and removed it from the patient. Though it was considered that he would place another ptx stent of the same size, the procedure was completed without stent placement after performing balloon dilation with a scoring balloon because the balloon dilation was effective enough.

Manufacturer narrative:
PMA/510(k) #p100022/s014. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(6) cook medical incorporated (cmi) 1025 acuff road, p.o box 4195, bloomington, indiana, 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: "patient anatomy: tortuosity was observed in the iliac artery. The lesion in the middle sfa was calcified, but it was as slight as not to impact on the procedure. Approach was gained from the fa (femoral artery) by contralateral approach. A 0.018inch wire guide was advanced past the lesion in the middle sfa (superficial femoral artery), then balloon pre-dilation was performed. After that, the delivery system of the ptx was inserted over the wire guide though, it could not advance to the target site due to tortuosity of the iliac artery. The wire guide was changed with 0.035inch and the delivery system was advanced to the target site. When the physician rotated the thumbwheel to deploy the stent, the retraction sheath was not withdrawn at all. Therefore, he dismantled the handle in order to deploy the stent by pulling the retraction sheath by hand. However, because thread (wire?) Was broken, he decided not to use the device anymore and removed it from the patient. Though it was considered that he would place another ptx stent of the same size, the procedure was completed without stent placement after performing balloon dilation with a scoring balloon because the balloon dilation was effective enough. There have been no adverse effects to the patient reported." Device evaluation: the zisv6-35-125-6.0-80-ptx device of lot number c1310770 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 25th january 2018. On evaluation of the returned device, it was observed that the device was returned with the device handle disassembled, as per the customer testimony. The stent retraction wire was found to be separated from the stent retraction sheath (srs). The distal srs was crinkled and shape set, indicating a tortuous patient anatomy. The device was returned with the stent still loaded inside the srs. The strain relief was not returned with the device. A kink was observed in the stability sheath, where it would be inside the assembled device handle. Complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath (srs). From customer testimony, it is known that the patient¿s iliac artery was tortuous, and the target lesion was slightly calcified. The physician advanced the device over a 0.018" diameter wire guide, and attempted to re-advance the device over a 0.035" diameter wire guide after resistance was encountered. The multiple attempts to advance the device, the use of a non-recommended wire guide and the tortuous anatomy could have caused the damage on the stent retraction sheath. The damage could have caused or contributed to the retraction wire separating from the stent retraction sheath, and the inability to deploy the stent. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. The following is stated in the product packaging insert: ¿when excessive resistance is felt during insertion of the delivery system, do not continue the operation forcibly. The operation should be interrupted to remove the delivery system and replace it with a new device.¿ ¿to ensure adequate support of the system, introduce a 0.89mm (0.035 inch) guide wire through the sheath across the distal segment of the target lesion.¿ "under fluoroscopy, advance the delivery system over a 0.89-mm (0.035-inch) guide wire through the sheath until the distal end stent marker goes beyond the target lesion" a CAPA has been initiated to document and track the actions taken to investigate the stent retraction wire/stent retraction sheath joint separation. Document review: prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Summary: complaint is confirmed as the failure was verified in the laboratory. The stent retraction wire was found to be separated from the stent retraction sheath (srs). The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with the use of a balloon. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Incident is reportable based on the device malfunction reporting precedence for this device family. Patient anatomy: tortuosity was observed in the iliac artery. The lesion in the middle sfa was calcified, but it was as slight as not to impact on the procedure. Approach was gained from the fa by contralateral approach. A 0.018inch wire guide was advanced past the lesion in the middle sfa, then balloon pre-dilation was performed. After that, the delivery system of the ptx was inserted over the wire guide though, it could not advance to the target site due to tortuosity of the iliac artery. The wire guide was changed with 0.035inch and the delivery system was advanced to the target site. When the physician rotated the thumbwheel to deploy the stent, the retraction sheath was not withdrawn at all. Therefore, he dismantled the handle in order to deploy the stent by pulling the retraction sheath by hand. However, because thread (wire?) Was broken, he decided not to use the device anymore and removed it from the patient. Though it was considered that he would place another ptx stent of the same size, the procedure was completed without stent placement after performing balloon dilation with a scoring balloon because the balloon dilation was effective enoguh.